Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this device and right ventricular (rv) lead exhibited noise oversensing. A chest x-ray revealed that the device migrated which caused the rv lead to become taut. The field representative noted that the chest x-ray also showed that the rv lead terminal pin was fully inserted into the device header and the rv lead distal tip had not changed position. Due to other health complications, the patient elected to not have surgical intervention and the clinic plans to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.